Event description:
It was reported that a basic solution set did not flow. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing identified an obstruction in the tubing where it meets the luer lock adapter. The cause was determined to be associated with an electrical failure of the solvent dispenser where it joins the tube and luer lock adapter, during the manufacture of the set. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.